Manufacturer narrative:
Block b3: exact date unknown, approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed away.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.additional information indicates that the cause of death is not believed to be related to stimulation; however, it remains unconfirmed.

Manufacturer narrative:
Block b3: exact date unknown, approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed away.